Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving unknown drug at unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient had a pump motor stall with the date of the stall not provided. The patient experienced a slight return in symptoms and the pump was replaced. When asked if the event was resolved, the rep answered "yes, replaced". The pump will be sent back for analysis and no further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) no longer applies. Patient code (B)(6) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a device manufacturer representative indicated the serial number (B)(4) provided was incorrect. There was no explant of the device and no allegations against the device with that serial number. The event was already reported under manufacturer regulatory report number 3004209178-2017-00759.